Event description:
It was reported that this pacemaker was found to be operating in safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.